Event description:
The 1st air mattress cover of the sheet came off air mattress. The cover seperated from air mattres and patient was on top of cover on the floor. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).